Manufacturer narrative:
Spacelabs dispatched a field service engineer for onsite testing of the involved devices. However, the equipment was still in use and the hospital refused spacelabs access to the devices. Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete. Placeholder.

Manufacturer narrative:
Using the patient retrospective database provided by the customer, we observed the following: leads ii and v1 were the monitored leads at the time of the reported episode. On (B)(6) at 5:17 p.m., there was a 20 beat episode of ventricular tachycardia as reported by the customer. There was no alarm record in the database associated with this episode. At the reported time, there are two markers indicative of a noise shutdown period. ECG processing is temporarily suspended during periods of noise shutdown since the ECG signal lacks sufficient quality for valid processing by the algorithm. The first 11 beats of the reported ventricular episode occurred during a period of noise shutdown; therefore, no analysis was performed and they were excluded from the episode. When signal quality improved and ECG processing resumed, beats 13 and 15 were rejected since they did not meet the matching beat-to-beat interval required by the ECG algorithm. Beat 16 was classified as normal since the morphology did not match the algorithm requirement for a ventricular pattern. Consequently, there was not enough valid ventricular beats left in the episodes to generate an alarm. (Five valid ventricular beats in a row are needed to generate an alarm.) In summary, significant ECG artifact preceding the ventricular episode caused the monitor to temporarily suspend ECG processing until signal quality improved. Such suspension in the event of noise / artifact is identified in the clinical parameters manual. As a result, the number of beats classified as ventricular during this episode did not meet or exceed the required number of beats required to initiate an alarm. The device worked as designed. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that a telemetry patient with transmitter model 91347 and receiver module model 90478 failed to generate an alarm for a witnessed 16 second ventricular tachycardia run (vtach) at 5:17 p.m. On (B)(6) 2015. No one was injured as a result of this event.